Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Both p wave and r wave amplitude trends report "invalid data." Concomitant: 5076-45 lead, implanted 2003-(B)(6). (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a recording of a 0mv measurement and a display of question marks for the p-wave width measurement on a remote monitoring transmission. It was noted that the patient's p-wave on their right atrial (ra) lead had been measuring very small in the past. The device and lead both remain in use. No patient complications have been reported as a result of this event.